Manufacturer narrative:
Integra has completed their internal investigation on 6may2016. The investigation activities included: methods: review of device history records. Review of complaint history. The complainant does not report a part number or a lot number for this device; therefore, a review of manufacturing records cannot be performed at this time. A review of complaint records in trackwise since 2012 found (B)(4) tss complaints recorded for implant disassociation from (B)(4) different events. During that period of time, there have been (B)(4) tss surgeries. This represents a complaint rate of (B)(4). A graphical representation of the complaints received over time does not show a negative trend. Conclusion: the device was not returned. A definite root cause cannot be identified. Some possible causes may be: inadequate assembly of head and body components, misalignment or improper orientation of implant; inadequate impaction of humeral head in taper; improper implant size selection; manufacturing issues; off-label use; or surgical technique.

Event description:
It was reported there was a humeral head disassociation 3 months postoperatively. It was reported no patient injury is alleged. It was reported a revision procedure was required. It was later reported the revision surgery has taken place. "The shoulder was revised because of a fall that the patient had that damaged their rotator cuff. The reason for the revision was not because of the humeral head being loose. It was only noticed that it was loose during the revision for the torn rotator cuff."